Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 3 years of support, low flow alarms occurred. The patient was admitted to the hospital and pump stoppages were noted on mains power. The patient was supplied with a non-grounded patient cable for use with the power module. A pump exchange was recommended. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Although the evaluation of a submitted image confirmed a tear in the outer silicone jacket of the driveline, a specific cause for this damage could not be conclusively determined. The exact location of this tear could not be conclusively determined through this evaluation. Red debris was noted in the interior of the tear; however, the underlying bionate did not reveal any obvious areas of damage. Further, a direct correlation between the pump and the reported low flow alarms and pump stoppages while connected to main power could not be conclusively established. The patient remains ongoing on lvad support and no further events have been reported. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the silicon layer of the driveline was cracked. No further information was provided.

Event description:
It was reported that the lvad was exchanged, date of exchange was not provided. No additional information was provided.

Manufacturer narrative:
The date of explant was requested but was not provided. The device was returned to the manufacturer for evaluation. Although the evaluation of the submitted image confirmed a tear in the outer silicone jacket of the driveline, a specific cause for this damage could not be conclusively determined through this evaluation. Further, a direct correlation between the pump and the reported low flow alarms and pump stoppages while connected to main power could not be conclusively established. The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the driveline severed at the nipple of the pump housing. The remainder of the driveline was not returned. The inlet elbow and flex section were returned; however, the flex section was severed in half. The inlet tube and the proximal end of the flex section were not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Visual and microscopic inspection of the underlying wires revealed no evidence of damage or wear to their insulation. The evaluation of the returned portion of the driveline did not reveal any issues that would have contributed to the reported events. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.